Event description:
It was reported that this pacemaker could not be interrogated with a boston scientific programmer. After troubleshooting, it was revealed the patient had a st. Jude device and was given the wrong identification card. All evidence indicates the pacemaker remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).